Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a quick bolus and received an unspecified alarm multiple times. The customer¿s blood glucose was 220 (mg/dl). No additional information regarding the alarm was provided by the customer.